Manufacturer narrative:
Name: medtronic minimed. Country: united states of america. Address ¿ line 1: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
The patient reported on (B)(6) 2026 that the infusion set came off because the tape was not sticking while she was interacting with her grandchild.